Event description:
On initial contact, dentist reported handpiece overheating, and burned patient. When contacted for additional information, advised dentist noticed a white area inside cheek on right side when looking in patient's mouth right after procedure for filling tooth #30. Dentist had patient do warm salt water rinses on that side for two (2) days with follow up on (B) (6) 2009 and (B) (6) 2009. No other follow up treatment was planned or required.

Manufacturer narrative:
(B) (4)